Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s husband reported via phone call that the customer experienced the low blood glucose of 40 mg/dl and doctor had taken her pump away from her. The customer was overdosed and they were in the nursing home. The customer¿s husband declined the low blood glucose troubleshoot. The device will not be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Narrative summary information has been updated and provided in section b5 with this report.

Event description:
The customer's spouse called and stated that the customer was no longer on the pump. The caller stated the customer was using the pump in manual mode and it over delivered. The customer has been in a nursing home since the incident.

Event description:
The customer was not using auto mode at the time of the incident per the customer's doctor's office. The customer had low symptoms such as being unresponsive. The customer's blood glucose was 70 mg/dl at the time of hospitalization. The customer was given glucagon to treat the low. The caller stated the customer had been getting forgetful recently. The pump was donated to the doctor's office.